Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that resulted in a leak and led to this alarm. Renal therapy services (rts) assisted the patient in ending therapy and reviewed proper procedures per the user manual. Rts advised to contact their registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.